Event description:
The pump was returned for investigation. Investigation revealed a dim pink display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspecting and testing confirmed the threads inside the battery compartment are still in good condition with no evidence of damaged to battery compartment. The battery cap is unable tightening secured to the pump due to the threads stripped. A dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. (B)(6).